Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a insert slide clamp alarm on pump2. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a slide clamp sensor that was dirty and out of calibration on pump two. To correct the condition, the slide clamp sensor was cleaned and recalibrated. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.